Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient received possible inappropriate high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt).   It was also reported that the patient received possible inappropriate high voltage therapy and anti-tachycardiapacing (atp) for supra ventricular tachycardia (svt) episode that the crt-d classified as vt.  The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient experienced palpitations and presyncope during the therapy.  The ra lead exhibited far field r-wave (ffrw) osversensing.  The ra lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.